Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in pacing impedance measurements, recently measuring greater than 2000 ohms. Additionally, the shock impedance measurement was noted to be high, within normal range. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting suggestions. At this time, the rv lead remains in-service. No adverse patient effects were reported. Additional information was received, the patient with this right ventricular (rv) lead was checked, and high out of range pace impedance measurements greater than 2500 ohms and shock impedance measurements high out of range reaching 188 ohms were noted. Technical services (ts) was consulted, discussed both impedances were increasing gradually. Ts recommended considering lead replacement. The physician discussed the plan was to revise the lead. Subsequently the patient with this rv lead experienced a presumed infection. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field b5: describe event or problem from section b adverse event or product problem and correction to field d6b: explant date from section d suspect medical device.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in pacing impedance measurements, recently measuring greater than 2000 ohms. Additionally, the shock impedance measurement was noted to be high, within normal range. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting suggestions. At this time, the rv lead remains in-service. No adverse patient effects were reported. Additional information was received, the patient with this right ventricular (rv) lead was checked, and high out of range pace impedance measurements greater than 2500 ohms and shock impedance measurements high out of range reaching 188 ohms were noted. Technical services (ts) was consulted, discussed both impedances were increasing gradually. Ts recommended considering lead replacement. The physician discussed the plan was to revise the lead. Subsequently the patient with this rv lead experienced a presumed infection. A lead replacement procedure will be scheduled. This lead remains in service. No adverse patient effects were reported. Additionally, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead was not returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in pacing impedance measurements, recently measuring greater than 2000 ohms. Additionally, the shock impedance measurement was noted to be high, within normal range. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting suggestions. At this time, the rv lead remains in-service. No adverse patient effects were reported.